Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, had undergone several resets, and that all bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient was experiencing occasional twitching around the device site for about a week. Interrogation of the pacemaker found the device to be in safety mode. The device was subsequently explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Event description:
It was reported that this patient was experiencing occasional twitching around the device sit for about a week. Interrogation of the pacemaker found the device to be in safety mode. The device was subsequently explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.